Manufacturer narrative:
The customer's biomed engineer attempted to adjust the rotor gap, which likely damaged the lfl tubing and caused both start-up kits (suk) to leak. The thermogard console involved in the reported complaint will not be returned to a zoll service depot for evaluation. The replacement roller pump was ordered by the customer and will be replaced to address the reported complaint. Therefore, service was not required to be performed by zoll.

Event description:
During the ivtm therapy, the customer observed a fluid under the thermogard console (sn (B)(6)). Per the reporter, the console did not display an air trap alarm, however, the saline bag was replaced. The customer was instructed to replace the start-up kit (suk) (lot # 185593). Later in the evening, the customer reported that the second suk (lot # 191785) was leaking as the lfl tubing of the suk that was placed inside of the roller pump was "shredded". The console and the suk were replaced to complete the treatment. No consequences or impact to the patient.